Manufacturer narrative:
(B)(4). Batch #: t5d672. (B)(4). Investigation summary: a photo along with the device was returned for evaluation. During the visual analysis of the photos, the following was observed: the first photo shows two tyvek of product code gst60t, lot # t4035j, exp. Date: 2021-12-31 and t40r0c, exp. Date: 2022-07-31. The second, third and fourth photos show two black reloads from pan view and both reloads show the pan dislodge from right side, some drivers could be observed out of position. In addition, the reloads can be seen unfired. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst60t reload (a) was returned unfired with 10 doubles drivers and 5 single drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end form left side. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached on what may have caused the reload pan to dislodge. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Event description:
It was reported that the surgeon identified that the reloads described had the metal part loose, making it impossible to fit them in the stapler channel. After that, the reloads were replaced, and the new one was in perfect condition, and worked normally. No harm was done to the patient and the surgery was not extended.